Event description:
It was reported that after a surgical procedure, it was noted that the surgeon knowingly used expired product. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is addressing the sterility risk associated with such an event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Product used/implemented in patient.

Manufacturer narrative:
E1: initial reporter contact details updated. H6: the quality investigation is complete. H3 other text : device not returned

Event description:
It was reported that after a surgical procedure, it was noted that the surgeon knowingly used expired product. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is addressing the sterility risk associated with such an event.